Event description:
A report was received that the patient had difficulty charging her ipg and had pain at the battery site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent battery replacement and was doing well following the procedure.

Event description:
A report was received that the patient had difficulty charging her ipg and had pain at the battery site. The patient will undergo a pocket revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding pocket pain and difficulty charging the ipg was not verified. The device passed all the required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient had difficulty charging her ipg and had pain at the battery site. The patient will undergo a pocket revision.